Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. Visual examination revealed a kink in the hypotube 15.2cm from the hub. Microscopic examination revealed a pinhole 5mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10-jan-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and patient status was good. However, returned device analysis revealed balloon pinhole.